Manufacturer narrative:
Batch review performed on 23 february 2017. Lot 125025: (B)(4) items manufactured and released on 24 february 2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in complaining of pain. The surgeon noticed that the patient had a periprosthetic fracture. The surgeon revised the stem, the head and the liner. The surgery was completed successfully. X-rays and explants are not available.